Event description:
It was reported that when using the bd pyxis¿ anesthesia station es whc_a-mr10 system was in disconnected mode and the fingerprint reader would not respond. No users were able to log in; when login was attempted, it showed processing, but no further action occurred. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user login attempts through biometric identifier (bio ID) failed as the station network status showed disconnected. A field service engineer (fse) updated the network speed and duplex settings to 100 full duplex, which restored network connectivity. The station was then rebooted and operated normally. The system functioned as intended after the field service engineer troubleshot the device.